Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited noise. No changes or interventions were reported. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.